Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) evaluated the system's log file and determined that communication between the mains cabinet and the x-ray generator was not occurring upon start up. The rse recommended restarting the system, which did result in the system improving. The rse concluded that the cause of the issue was a high mechanical room humidity. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. The fse investigated the environment in the machine room and changed the air conditioning settings, monitored the environment using the thermo-hygrometer and maintained temperature and humidity. The system was returned to use in good working order after the mechanical room's humidity was adjusted. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message "re-select application" and fluoroscopy was not possible. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.